Event description:
Reporter alleged customer felt sick at 8 am, she ate, however, still felt bad, so called a relative who called the emergency medical technicians (emts). It was stated customer tested her glucose at the time which measured 355 mg/dl before emts arrived, compared to the emt result of 92 mg/dl which was compared to the original reading 6 minutes later. Customer declined going to the hospital, however, emts advised her to eat and rest at home. No other actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.